Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the nozzle, foreign material was inside the plastic distal end cover, foreign material inside the scope cover, and foreign material at the control section. Component analysis of the foreign material detected silicone rubber and organic silicone which may have derived from chemicals such as anti-foaming agents. There was no physical damage found at the places where the foreign material remained. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in chapter 3, "preparation and inspection," of the operation manual cf-xz1200l/I. Preventive measures are described in the instruction manual cf-xz1200l/I, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had foreign objects at the nozzle and the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.